Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced skin depressions under the eyes and cheeks about two weeks after the procedure. Reportedly the patient had been treated to redistribute fat under the eyes about three weeks before the procedure. Additional information has been requested but has not been received.

Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using (B)(4) as the registration number. The correct registration number that should have been used to generate the MDR number is (B)(4).

Manufacturer narrative:
Despite multiple attempts to obtain additional information surrounding the event, no additional information has been received. The lot number was not provided, and the device was not returned. Therefore, a device history review (DHR) and product evaluation could not be conducted. According to the thermage technical user's manual, surface irregularities are a possible patient reaction to thermage treatment.